Event description:
I wear a dexcom g7 continuous glucose monitor and it connects to my tandem tslim x2 insulin pump to create the closed-loop automated insulin delivery system. Yesterday I put on a new dexcom g7 sensor and the readings were inaccurate the entire day regardless of numerous calibrations. At one point, the dexcom read that my blood sugar was 160 mg/dl which prompted my insulin pump to dose me with insulin to correct the high blood sugar. When I checked my blood sugar using a testing meter, I ensured I had clean hands, and the reading was 99 mg/dl. Having a dose of insulin delivered when my blood sugar wasn't high resulted in a low blood sugar event. I was previously using the dexcom g6 sensor, but had to switch to the g7 due to the company stopping production of the g6 soon. The g6 hardly ever had any issues for me, but so far the g7 sensors I have used have had inaccurate readings which negatively impact how my pump operates. Dexcom needs to do better.